Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter: "on (B)(6) 2021, in the CT room of the (B)(6), the rubber plug of the heparin cap fell off when the contrast agent was injected, resulting in sealing failure and blood return in the catheter. The patient's family complained to the technician about the quality problem of the product and demanded compensation."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-10. H6: investigation summary: a device history review was conducted for lot number 9298477. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the device submitted by the facility. Based on their evaluation and description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection, which lead directly to the dislodging of the sleeve stopper. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter: "on (B)(6) 2021, in the CT room of the fourth hospital of (B)(6) university, the rubber plug of the heparin cap fell off when the contrast agent was injected, resulting in sealing failure and blood return in the catheter. The patient's family complained to the technician about the quality problem of the product and demanded compensation."